Event description:
It was reported to boston scientific corporation in 2007, that a hydrothermablator console unit (hta) was used during a therapeutic hydrothermal ablation procedure in 2008. (Patient weight unknown). According to the complainant, seven minutes into the ablation, the doctor noticed a pool of water. The doctor examined and found the patient had been burned. They noticed 10cc loss of fluid, but the unit did not alarm. Not completed due to this event. The physician confirmed a 2nd degree burn occurred at the 4 o'clock and 8 o'clock positions on the vagina. Silvadine cream was used for treatment. Two follow-up visits concluded that the patient is healing fine.

Manufacturer narrative:
The console was returned to nexcore for evaluation along with the IV pole. Both the console and the IV pole tested properly; the unit passed the wet test and the hta logic test. While in house, the unit was upgraded to 9.0 and a broken top card guide was replaced. It should be noted that the user manual specifically states that the physician is required to observe the cervical opening throughout the duration of the procedure in order to ensure that the seal is not compromised. The console is designed to alarm at a 10 cc fluid loss: however, it is possible for a slow fluid loss to pass without an alarm. That is why pages 38 and 40 of the hta users' manual specifically state that the cervical opening should be observed for the duration of the procedure in order to prevent thermal injury to the patient. Patient thermal injuries are a known adverse event with hta procedures and are stated in the dfu/users manual under pages 5 - 7 (warning and precautions).